Event description:
The service report shows the customer reported that the hospital had lost power and switched to power generator. The customer reported that 840 ventilator screen went blank and went back on after 15 seconds while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the problem. The unit passed extended self testing. Reviewed of the error logs indicated that the ventilator switched to battery operation at the time of the event. According to the customer, they were conducting a power transfer at the hospital at the time of the event and they were running on generators for 3 hours.